Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 3 (indicating active state) visual inspection has been performed on the sensor plug assembly and no issues were observed. Activated the sensor using a known good reader and the blue tooth connection was successful. Linearity testing was performed and passed. Testing was performed on the reader to simulate signal loss. The signal loss message was observed therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. E has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the signal loss alarm with the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced shaking and subsequently had a seizure. The customer was provided glucose tablets by the caregiver as treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.